Manufacturer narrative:
Insulin pump had broken reservoir tube lip, cracked battery tube threads, minor scratches on display window and missing end cap sticker noted during visual inspection. Unable to prime during prime alarm test due to faulty force sensor resistor. Unable to perform occlusion and excessive no delivery alarm test due to prime anomaly. No damage to lcd glass noted. Device was monitored and no fading display noted.

Event description:
Customer reported that the screen on the insulin pump s cracked and she cannot read the display. Customer stated that the lines started fading out and started disappearing. Customer reported that she experienced high blood glucose around 500 mg/dl but had not been wearing the insulin pump because of the damage. Current blood glucose value was 139 mg/dl. Nothing further reported.